Event description:
Caller indicated the meter was reading inaccurately. Mother checked her daughter's bg at 4:00am, it was in the 400's. She was acting funny. She went to the bathroom and passed out at approx 4:05am. Paramedics were called at 4:07am. Paramedics arrived at 4:20am. They started an IV and did a bg reading = "hi". She was taken to a hospital and the lab test there came back 700. At approx 6:30, they did a finger stick and compared qt to hospital meter; qt = 418, hospital = 358. Patient was discharged from the hospital two days later. As of another two days later, she still has not regained her sight. At unknown time, qt was compared to the new one touch meter; qt = 263, ot = 208. Control solution read within range, 130, even though it was expired.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples tested and performed to specification.